Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not verify the programmer was not identifying devices. Telemetry worked as normal. Analysis did find that the solder connections on the electrocardiogram (ECG) connector on the link electronic module (lem) board were fractured. It was also noted that the cooling fan was noisy, both case handles were broken, four screws were missing on the programmer hinge plate making the screen mechanically unstable, and an error was found in the error log.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the programmer was not responding / identifying devices. The programmer was returned for service. There was no patient involvement.